Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue empower was used during a left flexible ureteroscopy procedure performed on (B)(6) 2022. After the procedure, the patient had a urinary tract infection. The patient stayed in the hospital longer and needed antibiotics because of her advanced age and for treatment of urinary tract infection.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 90. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).